Event description:
Additional information received that damage was not noticed upon opening the package. There was prep performed prior to the damage being seen. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the balloon was not tested before use. There was no guidewire used. There was a microcatheter stent retriever. The balloon leak was in the distal section. The contrast ratio was 50/50. The balloon was inflated and deflated only once. The injection rate was slow. A 3 ml luer lock syringe was used. It was discovered they use the cello 8f only with the stent retriever without a distal access catheter (dac). The cello has not enough support in the aortic arch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a leak in the balloon. There was a kink in the catheter. The catheter leak was observed during preparation. The catheter was inspected or tested prior to use. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was no patient involved in this event.